Event description:
Patient reported "rupture" and a "spot"of a non-(B)(6) device. This record is for the left side. Device remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).